Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low blood glucose levels of 37 mg/dl. The customer stated he called 3 to 4 days ago. He received no delivery. He was told to call back when it happens again. The last bolus was delivered 20 minutes before the alarm. The customer stated he got the alarm while sitting getting dinner. The customer was advised to always complete rewind/load reservoir process before connecting back to set. The customer was advised to disconnect at the qr. The customer was assisted in performing a 5.0 unit fixed prime. The customer states the insulin exited. The customer is able to remove set at this time to test site portion of infusion set. The customer was advised to remove the set and examine the cannula. Customer states the cannula is bent. The customer declined to troubleshoot for the bent cannula. He stated he will change the set. The product was not returned for analysis.